Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.50 diopter in to the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial. A visual inspection was performed, observing the haptic to be torn/broken/bent/deformed. Corrected data: (B)(4). This is a re-submission to correct MFR# for supplemental #2 in which the MFR number was incorrect. Claim #: (B)(4).